Event description:
Reported via patient call center. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2022. The patient called inbound to the watchman patient care team reporting that they were placed on anticoagulation medication after the procedure and had a stroke on (B)(6) 2023. The patient reported a transesophageal echocardiography (tee) was completed and the physician did not find any issues with the closure device. The patient went to another facility for a second opinion from a different physician. The physician completed another tee which reportedly showed a large oblong leak. A computed tomography (CT) scan was also completed which was reviewed to develop a treatment plan. The patient stated that a tee and cardioversion procedure is scheduled on (B)(6) 2024. The patient is currently taking eliquis. No further information was provided.